Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis displayed a drug that was due every 3 days on the wrong day. A technical support specialist attempted to gather additional details from the customer but received no response. With no further details available, the tss proceeded to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, pyxis displayed a drug that was due every 3 days on the wrong day. The customer stated that this malfunction occurred while dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.